Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, quality control data, review of IFU, and trends. The complainant returned one open package containing a bakri postpartum balloon for investigation. Reported lot number confirmed. A visual examination confirmed the balloon catheter and a 60ml syringe were returned. The proximal end of catheter was noted to have the stopcock attached to the fill line. A functional test was performed using tap water to fill the balloon. During inflation a leak was located on the side of the balloon adjacent to the seam in the material. Close examination of the leak confirmed damage to the balloon; a cut is visible on the balloon material. The damage was caused by an instrument of undetermined origin. Device history record (DHR) review for this lot shows no non-conformances. A review of complaint history revealed no other complaints associated with the complaint device lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: "patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed." "Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding." The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. The most probable cause for the leak was a cut during use by an instrument of undetermined origin. Based on the available information, the most likely cause of the event was determined to be unintended use error. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Update: additional information provided by the customer includes the patient was a primagravida. The patient lost 1 liter of blood prior to placement of the first bakri balloon. Her blood pressure dropped and a dopamine drip was started. The patient was given syntocin injection, carboplast injection, and methergine injection adjunctively. The patient lost a total volume of 5 liters of blood. The bleeding decreased after the second bakri was placed "from below." The patient received (B)(4) units of packed cells, (B)(4) units of ffp(fresh frozen plasma), and (B)(4) units of platelets.

Manufacturer narrative:
PMA/510k # k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported after c-section delivery of twins, the patient experienced atonic post-partum hemorrhage(pph) that was treated using a bakri tamponade balloon catheter. "The balloon did not maintain following inflation, this was noted before uterine closure". A second bakri was placed immediately. The patient lost blood and massive transfusion was given. It is unclear how much blood was lost prior to bakri placement, and how much was lost after the difficulty with the bakri was experienced. Patient outcome post-procedure was reported as "patient is alive now". No additional consequences to the patient have been reported as a result of this alleged product malfunction. Additional details regarding the patient and event have been requested. At this time, no further information has been provided.